Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a minor scratch on lcd window, cracked display window corners, battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer stated that the insulin pump has cracks near the lower left corner and upper right corner of the pump display. The blood glucose level was 217 mg/dl. The patient is unsure of how the damage occurred. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.